Manufacturer narrative:
Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no blank display and low battery alert noted. Pump received with cracked case near display window corners and cracked on display window noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display anomaly and cosmetic damage on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for blank display was performed. Customer advised they changed the battery, however the insulin pump remained blank. Customer advised the insulin pump was cracked and the issues remained unresolved. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.